Event description:
It was reported that a catheter revision was performed (B)(6) 2013 due to an intrathecal granuloma.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) later reported that as of (B)(6) 2013 the patient had a diagnosis of an intrathecal granuloma at the catheter tip at t8. The patient had noted chest pain in their right side for a number of months (timeline not provided). The tip of the catheter was noted to be at the t8 level and "off to the right". An MRI showed a small granuloma at the catheter tip. The medicine was reduced by 50% and they had a significant decline in their shooting pain and burning in the right side of his chest wall. On (B)(6) 2013 the patient was to have a revision of their catheter tip to remove the affected granuloma. The revision was performed, the catheter tip was slid downward until it reached the t11-12 level, and the patient was taken to the recovery room in "good condition". The patient's pump was not manipulated at all. On (B)(6) 2013 the patient's dose was increased at the post-op/procedure visit. The hcp noted that there was a change in pain control since last visit. The patient stated that their shooting chest pain was now gone. They denied any fever or chills. The frequency of pain and spasticity was constant. The quality of pain and spasticity was aching and cramping. The pain was made better by the intrathecal pump. The patient was noted to awaken on the average of three times per night. The patient complained of sweats, fatigue, loss of appetite, weight loss (greater than ten pounds) in the last six months. They complained of blurring, ringing in ears, congestion, decreased hearing, difficulty starting urination, muscle cramps, bone pain in the last three months, joint pain, joint stiffness, joint pain in the last three months, back pain, itching, rash, hair loss, memory loss, numbness, tingling sensation, anxiety, depression, and heat intolerance. The patient was noted to have been happy, peaceful, angry, and frustrated in the last 30 days. The patient stated their satisfaction with their hcp's therapy was good. The medication infused was morphine.